Event description:
Literature was reviewed regarding cryoballoon ablation of atrial fibrillation in patients with hypertrophic cardiomyopathy. The authors described a in hospital patient death; however, the cause of death was unknown. There were patients who experienced atrial tachyarrhythmia recurrence, pericardial effusion, pericardial effusion needing pericardiocentesis, atrio-esophageal fistula, access site complications, access site complications needing intervention, complete atrioventricular block, phrenic nerve injury, permanent phrenic nerve injury, pneumothorax, procedure related pneumonia, hemoptysis, pulmonary vein (pv) stenosis, gastroparesis, in hospital cardiac surgery due to complication, in hospital acute myocardial infarction, in hospital cardiac arrest, and in hospital stroke. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation from d10: product ID: 2af283, product type: balloon catheter; product ID: 4fc12, product type: sheath; product ID: 990063-20, product type: mapping catheter. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publ ications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: cryoballoon ablation of atrial fibrillation in patients with hypertrophic cardiomyopathy: from the korean cryoballoon ablation registry. Korean circulation journal.2025. 55(6):511-522. Doi: https://doi.org/10.4070/kcj.2024.0310 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.